Event description:
It was reported that the patient had a sore device pocket site. The pocket was hurting the patient with the top right corner of the implantable neurostimulator (ins). Impedance testing and reprogramming were performed. All of the impedances were within tolerances. The reprogramming was able to get better coverage for the patient¿s lower back pain. The ins was closed to the surface and causing pain. There was no erosion, redness, or swelling present. The patient had a pocket revision and their implantable neurostimulator (ins) replaced on (B)(6). The replacement was done to give the patient a new battery since their previous one had been implanted for 8 years at the time of replacement. All the impedances were normal on the lead and the ins replacement was successful. The patient was doing well with good pain relief after the replacement. The patient recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 377775, lot# v012067, implanted: (B)(6) 2006, product type: lead; product ID 377775, lot# v012067, implanted: (B)(6) 2006, product type: lead; product ID 37742, serial# (B)(4), product type: programmer, patient; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 37711aa, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that the battery had reduced capacity due to overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.